Event description:
It was reported that during an arthroscopic meniscus repair procedure, after t1 was sutured, t2 fell off. No patient injuries were reported.

Manufacturer narrative:
The returned device is one year old. The device is used. The blue split cannula was returned but not on the needle. The white depth/penetration limiter is attached and has been trimmed. Sutures have been disrupted. This can occur with advancement of the depth limiter while trimming. The complaint could not be confirmed because t1, t2 and suture were returned located within the distal portion of the delivery needle track. This device¿s actuator was not fully advanced yet. Functional test was successful. T1 advanced to the needle tip followed by t2. They both stripped off the tip as intended. No root cause related to the manufacture of the device can be established.